Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 200-360 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, customer was using fiasp insulin and did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling.